Event description:
It was reported that the patient's right atrial (ra) lead became dislodged several years ago during a pocket revision. The patient never had an x-ray to verify the position of the lead and the clinic staff had thought the lead undersensing was just due to poor performance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.